Event description:
Patient in the or for endovascular repair of aortic aneurysm was intubated on the or table when the table spontaneously rotated. The or staff initially placed the patient on a stretcher to prevent him from falling. The or table was replaced and the patient was then moved to this table from the stretcher. There was no harm to the patient and the malfunctioned table was removed from service. Biomedical engineering was notified and the hand control was found to be defective. The hand control was replaced and the defective hand control is being sent to the manufacturer for evaluation.